Event description:
Additional information was received and it was reported that there was resistance during the device retrieval, which straightened the vessels before it ruptures. The stent wasn¿t torqued or repositioned. There was no microcatheter, just the stent and a aspiration catheter. The clot hasn¿t came with in the stent during the first attempts, just moved along the branches. It was the undetachable version of the solitaire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire pushwire separated. The patient was undergoing treatment for an ischemic stroke located in the m1 segment of the middle cerebral artery. It was reported that after two passes without arterial recanalization, a third passage was performed. After the stent was removed, the delivery wire detached between the middle cerebral artery and the distal segment of the internal carotid artery. There was no excessive tortuosity or exaggerated traction that caused the issue. There was no vessel stenosis proximal to the thrombus site. The stent was removed from the patient, and no further medical or surgical interventions were required. The patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a rebar 18 microcatheter, cello balloon catheter, penumbra ace, and microguia traxcess 14 guidewire.